Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd injector n35-o luer lock disconnected. The following information was provided by the initial reporter: it was reported that after adjusting 5fu, while infusing into the infuse pump, the injector was detached from the syringe, and the chemical was splashed during use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one n35-o injector along with a syringe that is not manufactured by bd, was provided to our quality team for investigation. Upon visual inspection of the returned product, no damage or defects were identified. Functional testing confirmed that the injector connected securely to the mating luer without issue. Dimensional testing of the injector¿s luer threading was also performed. No conditions were identified that would contribute to a disconnection between the optima injector and the syringe. The iso luer lock threads met all required specifications, and all measured dimensions were within tolerance. The product undergoes routine visual and functional testing throughout the manufacturing process to ensure quality and proper device performance, including verification that all critical dimensions meet specification. Because the lot number associated with this incident was not available, a device history review could not be completed. Based on the investigation, no root cause related to the product or manufacturing process could be identified at this time. Complaints related to this device and reported condition will continue to be monitored and trended. The quality team regularly reviews this data to identify any emerging trends.

Event description:
No additional information.